Event description:
In this event it is reported that propex ii eur gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: received = 1x propex ii measuring wire a102900000500, 1x propex ii unit  sn: (B)(6), propex ii measuring wire, sav various cable problem, bad electrical contact in the wire. Propex ii battery, sav defective battery, battery life is low, propex ii kit pcb tft chassis, sav other, defect. Screen defect (pixel ko), replaced 1x p2 unit  0740598, 1x p2 measuring wire a102900000500 , all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.